Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a persistent alert code 38 that did not clear after five restarts, and a replacement device was shipped; blood glucose values were unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting, user education on shutdown procedures, and coordination for device replacement and return. Investigation of this device revealed a device alarm malfunction consistent with a pump electronic or software alert that did not resolve with standard restart, with no impact on glucose control. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.